Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia wile on insulin pump therapy with blood glucose measuring 18.5 mmol/l with associated symptoms of nausea, confusion and small urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. It was reported that the patient¿s healthcare provider had made an adjustment to the basal program in the pump. Troubleshooting performed by animas customer support revealed the basal delivery totals in the total daily dose did not match the active basal program with no known cause for the variation. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: the basal total daily dose history appears to be inaccurate due to a manual change of the date recorded in the black box on (B)(6) 2017 from 20:40 to 08:40, on (B)(6) 2017 from 03:11 to 15:13 and on (B)(6) 2017 from 07:59 to 08:08. The basal history also indicated the user manually changed the year from 2017 to 2020 on (B)(6) 2017 and then back to 2017 on (B)(6) 2017. Testing of the keypad buttons did not reveal any hypersensitive or ¿stuck¿ keypad buttons. The pump was exercised for 24 hours without error, alarm or warning. The total daily doses added up to correctly reflect the user¿s programmed basal rates and the pump passed delivery accuracy testing with no delivery defects. The pump was found to be delivering accurately as programmed without malfunction. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.